Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) stopped working. The patient reported that it worked on (B)(6) 2017 but didn¿t work afterwards when a hurricane struck. The patient stated that the hurricane destroyed car batteries, so it probably destroyed their ins battery. The patient mentioned that they spoke with a manufacturer representative about finding a new physician and getting the device taken out. It was reported that the patient was experiencing severe pain and could barely walk or move. It was noted that those issues started in (B)(6) 2018. No further complications were reported or anticipated. Indications for use are non-malignant pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and manufacture representative reported that the ins was totally dead due to the patient not charging for months following a hurricane which left them without power for 90 days. Following the ins going dead the patient was unable to communicate with it or charge it. It was noted that the ins would not charge even when the ins did work. The patient wanted the ins either jumpstarted or removed and stated that they were unable to get an MRI due to the ins being dead. The patient had been trying to find a new doctor and to get a rep to meet with them with no success. The patient's rep went on to say that they had tried multiple times to call the patient to set up a meeting but they patient had not called them back. The rep gave the patient contact information of (B)(4) in their area. The rep then tried to meet with the patient in the local hospital but they were a no show. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.